Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306572 and lot number 2306330. The review did not reveal any possible non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, one (1) picture sample was received. Bd posiflush syringes are pre-filled single use syringes intended for flushing only. Therefore, based on the verbatim ¿when reinjecting with pulsed pressure¿ the most probable cause for this incident is customer misuse, as prefilled and conventional syringes have different purposes.

Event description:
It was reported that the bd¿ posiflush¿ saline xs 10 ml experienced leakage. The following information was provided by the initial reporter, translated from french to english: when reinjecting with pulsed pressure. He heard a small pressure and noticed droplets of blood on the caregiver's glove and in the syringe downstream of the plunger.

Manufacturer narrative:
E.1 initial reporter phone #: +(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ posiflush¿ saline xs 10 ml experienced leakage. The following information was provided by the initial reporter, translated from french to english: when reinjecting with pulsed pressure. He heard a small pressure and noticed droplets of blood on the caregiver's glove and in the syringe downstream of the plunger.